Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient said "I just got up so I am kind of disoriented." The patient's daughter (B)(6) said the patient is still experiencing pain in the opposite leg from where the wire goes in. The patient said they are used to the stimulation and the buzzing part, and does not want to lower stimulation. They think the cable or lead is in a position where its pulling out backwards and all the little saw tooth hooks are pulling at their skin. Patient mentioned both diarrhea and constipation during phone call.